Event description:
On (B)(6) 2008, the pt was implanted with an scs sys. On (B)(6) 2010, the pt fell. On (B)(6) 2010, it was reported that the pt's ipg recharge burden had increased since being implanted with the device. The ipg also stopped communicating with the charger. The pt was sent a new charger, but it did not resolve the issue. On (B)(6) 2010, the ipg was replaced. The pt is currently satisfied with the new device.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.